Event description:
The hcp programmed a priming bolus after accessing the side port and wanted to perform another bolus as the dose was being changed. The physician received the "pump stopped due to safety count" message displayed on the programmer. The hcp was trying to interrogate the patient's pump. Troubleshooting was discussed; the hcp returned to the patient to reprogram and update the pump. Follow up information later received from the hcp on (B)(4) 2012 indicated the pump contained lioresal 2000 mcg/ml and was programmed to deliver a dose of 1080 mcg/day. Regarding the pump event, the pump was empty of baclofen before the scheduled alarm date (not due to a programming error). The pump reservoir was checked; 0 mls was in the pump. The patient experienced baclofen withdrawal; symptoms of increased spasticity, agitation, pruritus, increased tone, and formication were reported. The patient was hospitalized. An x-ray was within normal limits; no catheter kinks or dislodgements were noted. On (B)(6) 2012, a (B)(6) was performed and was "ok". Regarding the patient outcome, serious injury/illness - recovered without sequelae was noted.

Manufacturer narrative:
Product ID: 8840, serial#: unknown, product type: programmer, physician. (B)(4).